Event description:
The physician, vascular surgeon, was performing an angioplasty procedure of a subclavian venous stenosis with a powerflex balloon when the balloon ruptured and broke apart within the patient. An attempt was made to withdraw the balloon catheter through the 7french procedural sheath. According to the physician, observation of the angioplastied area showed that portions of the balloon were free floating within the subclavian vein. The remaining intact portion of the balloon catheter was withdrawn from the patient and unfortunately discarded. After several unsuccessful attempts to snare the remaining piece of balloon material the physician converted to an open surgical procedure to cut down on the vein to harvest the remaining piece of the balloon. The physician comments that the lesion (stenotic area of the vein) was very tight. Two prior powerflex balloons were used during the procedure, without incident, in an attempt to dilate the lesion. The physician indicated that he went "slightly" greater than the rated burst pressure on the balloon in question when the incident occurred. The open procedure performed was successful, the patient is in good condition.

Manufacturer narrative:
There was no difficulty removing the product from the hoop. No kinks or other damages were noted prior to inserting the product into the patient. The device was prepped normally. Visipaque contrast media was used for the procedure. The contrast to saline ratio was 1:1. A boston scientific encore inflation device was used for the procedure. The indeflator was used successfully with other devices. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
During angioplasty of a subclavian venous stenosis with powerflex balloon, the balloon ruptured and broke apart within the patient. An attempt was made to withdraw the balloon catheter through the 7fr sheath. It was reported that observation of the angioplastied area showed that portions of the balloon were free floating within the subclavian vein. After several unsuccessful attempts to snare the remaining piece of balloon material the physician converted to an open surgical procedure to cut down on the vein to harvest the remaining piece of the balloon. The open procedure was successful and it was reported that the patient is fine. The physician commented that the lesion (stenotic area of the vein) was very tight. Two prior powerflex balloons were used during the procedure, without incident, in an attempt to dilate the lesion. The physician indicated that he believes, but is not specific, that he was "slightly" greater than the rated burst pressure on the balloon in question when the incident occurred. There was no difficulty removing the product from the hoop. No kinks or other damages were noted prior to inserting the product into the patient. The device was prepped normally. Visipaque contrast media was used for the procedure. The contrast to saline ratio was 1:1. A boston scientific encore inflation device was used for the procedure. The indeflator was used successfully with other devices. A non sterile powerflex p3 7.0mmx4cm, 80cm was received inside a bag. The balloon/inner body was received detached with residues of blood. The balloon was found like an accordion in the distal side. The inner body was noted elongated and it presents with the distal markerband mounted. The balloon was stretched to measure the length per procedure starting at distal transition side of the balloon. The obtained value was 4.7cm confirming that part of the balloon was missing. A radial balloon burst was also confirmed. The functional test (flushing/leak test) could not be done due to balloon conditions. A scanning electron microscope was performed to the balloon and the balloon exhibited evidence of external and internal surface damage; slits and abrasions could be observed in some tear edges of the balloon. This balloon failure exhibited no other surface anomalies that could have caused the rupture. The device history record review could not be performed since the lot number is not known. The powerflex p3 (pfp3) process and controls were reviewed, with no material, tool or equipment found that could generate the external and internal damage noted on the returned balloon. In addition, the 100% of the manufactured pfp3 products pass through 100% inspections before leaving the facility. There is no indication that the event is related to the manufacturing process. The exact cause of the balloon burst and separation could not be conclusively determined; however, with review of the available information and the findings of the analysis, it appears that procedural factors, including possible inflation above rated burst and vessel/lesion characteristics may have contributed to the balloon burst and separation. Therefore, no corrective actions will be taken at this time.